Manufacturer narrative:
The device was returned to olympus for inspection. The root cause cannot be conclusively identified. Based on investigation results, probable cause based on reasonably known information was caused by stress, degradation of the device. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the airway mobilescope exhibited peeling of the coating at the connecting tube. There was no patient involvement.